Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin, resulting in elevated blood glucose levels. The customer was admitted into the hospital for diabetic ketoacidosis. The treatment and blood glucose results obtained at the hospital were not provided. The customer switched to insulin pen therapy and blood glucose returned to normal levels. It is unknown how long the customer was hospitalized.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.